Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well postoperatively. Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate which was within the expected range. Device exhibited normal charging and discharging characteristics.

Manufacturer narrative:
.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.